Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that during sampling via a central venous catheter, it was discovered that the injection port to the three-way stopcock is not airtight, and air can be aspirated.